Event description:
The rptr stated that the stopcocks were cracking during use. They had to change out the stopcock approx once per shift for a total of 24 hours. The pt was receiving "csa" (lipid based) through the stopcock. Other components of the infusate are unk. No pt injury or treatment was associated with this event.